Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result from a single patient sample was obtained using vitros troponin I es reagent on a vitros 5600 integrated system. There is no indication that a reagent related issue contributed to the event. The most likely assignable cause for the event is instrument related, as a within-run troponin I es precision test was outside of ortho clinical diagnostic guidelines, indicating the vitros 5600 system was not performing as intended. The ortho field engineer performed service actions and the post service within-run precision was acceptable indicating the vitros 5600 system was performing as expected. Pre¿analytical sample processing could not be ruled out as a contributing factor, as the investigation could not determine if the customer was following the sample collection device manufacturer recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample (troponin I = 0.220 versus expected < 0.012 ng/ml) obtained using vitros troponin I es reagent on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I es result was reported from the laboratory; however a corrected report was subsequently issued for this sample. There was no allegation of patient harm as a result of the event. (B)(4).